Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had vibration. It was not specified if a spare device was available for use; however, it was stated that the actual device was used to complete the procedure without incident. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
: The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed evidence of motor vibration caused by worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.